Event description:
It was reported that, the patient experienced hyperglycemia on (b)(6) 2026 and treated with correction pump.

Manufacturer narrative:
Name:(b)(6)Country: United States of AmericaStreet: (b)(6) Based on the available information, this event is deemed to be a serious injury.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration NumberReporting Site: 8021545Manufacturing Site: 3003442380.